Manufacturer narrative:
The device was returned with the lead front seal found inside of ventricular channel connector bore. After the front seal was removed, functional analysis of device was performed and no issues were noted. Visual inspection and measurement of atrium and ventricular channels connector bore did not find any anomalies that can cause the field complaint. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The reported event of failure to remove lead from the header was not confirmed.

Event description:
The patient presented in clinic due to dizziness. Investigation found episodes of oversensing resulting in inhibition on the right ventricular (rv) lead. During the revision procedure, the physician found it difficult to remove the rv lead from the device header. The device was explanted with the partial rv lead attached and replaced. The rv lead was capped and replaced. The patient was stable. Related manufacturer report number: 2017865-2021-12103.